Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead, which triggered a lead safety switch to unipolar mode. The noise was also observed. Troubleshooting options were discussed and recommended. No adverse patient effects were reported. The patient is continuing to be monitored. At this time, the products remain in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead, which triggered a lead safety switch to unipolar mode. The noise was also observed. Additionally, it was noted that this pacemaker recorded a signal artifact monitoring (sam) episode. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. No adverse patient effects were reported. The patient is continuing to be monitored. At this time, the products remain in service and no adverse patient effects were reported.